Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was treated with a bifurcated stent graft, vela suprarenal and vela infrarenal on (B)(6)2016. During a follow up routine approximately 1 year later, cta revealed enlargement of the abdominal aneurysm with no identified leak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm aneurysm sac growth and no endoleak identified. Additionally the patient may have had a type 1a endoleak that resolved itself and a persistent type 2 endoleak. There was no device failure noted, rather, there was a procedure-related type ii endoleak that most likely caused the sac growth. There was no user or anatomy related issues detected. No off-label product use conditions were identified. Cautionary product use conditions that might have contributed to this event included patent lumbar, mid sacral and inferior mesenteric arteries. Also, long term antiplatelet therapy likely contributed to this event. Devices remain implanted in the patient and were not available for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.